Event description:
It was reported that when this programmer was powered on, the screen did not come up and the usb port smelled of burning. White smoke was observed. The programmer was turned off, then back on ten minutes later but the same thing occurred. The programmer was not used and will be returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Inspection of the returned programmer confirmed the burning smell. Electrical overstress damage was observed on the printed circuit board (pcb) for the inverter display. The pcb was replaced and the programmer then passed extensive testing. Additionally, the touchscreen was noted to be damaged and this was also replaced to complete the repair process.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that when this programmer was powered on, the screen did not come up and the usb port smelled of burning. White smoke was observed. The programmer was turned off, then back on ten minutes later but the same thing occurred. The programmer was not used and will be returned for analysis.